Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that several non-sustained oversensing episodes due to noise were observed on the right ventricular (rv) lead. The amplitude of the noise was high. Further evaluation and close monitoring was recommended as well as the possibility of rv lead revision if appropriate. There were no reported patient consequences.